Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): the reported screw broke at the level of the cortex during surgery, and could not be removed, the surgeon had to leave the fracture unfixed. The surgeon stated the screws were old and autoclaved multiple times. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four 1.5 mm screws broke during plating of frontozygomatic area last week. The screws broke at the level of cortex and could not be removed. Surgeon had to leave the fracture unfixed as there was not enough space for fixation after that. Surgeon sais that the screws were old and autoclaved multiple. This complaint involves two parts. Concomitant medical products: 1 unknown plate part. Unk, lot unk. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.